Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer falling into salt water when fishing. Customer reported that as a result, a button error alarm was received. Customer's blood glucose was 262 mg/dl. Customer was advised that insulin pump would need to be replaced.